Manufacturer narrative:
(B)(4).

Event description:
It was reported that I have a new transmitter message occurred on for a transmitter with serial number (B)(4). However, a transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and a transmitter failed error was found for serial number (B)(4) within the investigation window.  The allegation was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of a I have a new transmitter message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.